Event description:
It was reported that the patient died. A flexima apdl catheter was selected for use in an emergency case, in which the patient was already in bad condition. During the procedure, after the pigtail catheter was inserted into the patient, the physician wanted to connect the catheter to the collection bag, but the luer lock was loose and could not be connected. A 30mm syringe was used instead to collect the fluid and the procedure was completed with a different device. Two days after the procedure date, the patient died while the catheter was still inside the patient's body. No action was taken to treat the event and the primary cause of death is unknown. It is unknown if an autopsy was performed.

Manufacturer narrative:
Device evaluated by MFR: only the connecting tube was returned for analysis. During product analysis, it was noted that no issues or defects were in the device returned. The catheter was not returned for analysis. A photo was attached at the complaint record. It was possible to observe only the connecting tube and no damages or visual defects were noted. No other devices were observed in the photo attached. No other issues were identified during the product analysis.

Event description:
It was reported that the patient died. A flexima apdl catheter was selected for use in an emergency case, in which the patient was already in bad condition. During the procedure, after the pigtail catheter was inserted into the patient, the physician wanted to connect the catheter to the collection bag, but the luer lock was loose and could not be connected. A 30mm syringe was used instead to collect the fluid and the procedure was completed with a different device. Two days after the procedure date, the patient died while the catheter was still inside the patient's body. No action was taken to treat the event and the primary cause of death is unknown. It is unknown if an autopsy was performed.